Manufacturer narrative:
For 1 event, the investigation did not identify a product problem. The cause of the event could not be determined. The follow up actions for 1 event were that the field service engineer replaced the measuring cells, which appeared to solve the issue. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 1 malfunction event. Questionable high results were generated by the cobas 8000 e 801 module. The events involved a total of 2 patients with the following: 2 questionable results for elecsys ft4 iii assay. The patients' ages ranged from 14 to 52 years. The patients' weights were requested, but were not provided. There was 1 female and 1 male. The patients' races were requested but not provided. The patients' ethnicities were requested but not provided.